Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. The balloon has a 20mm longitudinal tear starting 82mm from the proximal markerband. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 22jun2018. It reported that crossing difficulties were encountered. A 6.0mmx100mmx80cm sterling¿ balloon catheter was advanced for pre-dilatation but failed to cross the lesion. The procedure was completed with a different device. No patient complications nor injuries were reported. However, returned device analysis revealed longitudinal balloon tear.